Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump not delivering insulin resulting in high blood glucose. Customer stated she needs to change the tubing to make sure she bought blood glucose down to 200 mg/dl to 300 mg/dl. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer kept declining troubleshooting and stated she already gone through all troubleshooting and just needed replacement. Customer stated she was just changing the tubing and did not receive any error on the insulin pump. The insulin pump will not be returned for analysis.